Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of dissection is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device after a peripheral transluminal angioplasty interventional procedure using a 6f sheath. Reportedly when attempting to retract the device, it got stuck in the anatomy. A cut down performed to remove the proglide device. When the device was removed it was observed that the patient's leg had gone cold as a dissection had occurred. The dissection was treated with a stent. Manual suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.